Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered 17 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patent was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, ip, 72 hours, ongoing) and ceftazidime injection (1gm, ip, per day, ongoing) for the event. At the time of this report, the patient was recovering for the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.